Event description:
Caller reported that the insulin gauge displayed an amount different from what was expected, with the current fill estimate showing 80 units instead of the expected 200 units. There was no adverse impact to the customer's blood glucose level. Despite the discrepancy, the caller completed the load process and removed air from the cartridge but chose to continue using the current cartridge after understanding that cartridges are labelled as single-use products. They were advised by technical support and agreed to follow up if necessary. No additional corrective actions were taken at this time.